Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. There was blood on the device. The hypotube, collar, distal shaft and tip was microscopically inspected and noted kinks in the distal shaft at 2 mm, 4cm and 19cm from the tip of the device. There was also a complete separation of the shaft, located at the collar. Inspection of the remainder of the device, apart from the observed damage, noted no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft was broken. A guidezilla¿ guide extension catheter was selected for use. During preparation, as the device was being removed from the packaging, it was noted that the blue tubing or the shaft came off easily. No patient complications were reported and the patient's condition was stable.